Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a confirmed overdischarge and it was the patient¿s first overdischarge. A physician mode recharger (pmr) was not performed. There were stimulation/therapy issues with included a loss of stimulation and therapeutic effect which was gradual. The patient reported a loss of therapeutic benefit from the stimulator and needed an MRI. The patient declined wanting to trickle charge and attempt reprogramming, they only wanted an explant. No diagnostic testing or troubleshooting was performed, it was not required. Actions required as a result of the event was an explant. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The event cause for loss of therapy was not determined. The implantable neurostimulator (ins) was overdischarge and no reprogramming could be done. The patient was not receiving effective therapy. The device was scheduled to be explanted but there was no explant date yet. If additional information is received, a follow-up report will be sent.